Event description:
It was reported that during priming the set, a leakage was observed on the luer connection at filter site of oxygenator. At first, customer changed the recirculation line however it did not help to solve the leakage. Therefore, the entire disposable set was replaced with new one. No patient was involved. No harm to any person was reported. The failure was detected during priming however a leakage might also be occurred during treatment at the recirculation line connection if it is caused by a micro crack. Therefore, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that during priming the set, a leakage was observed on the luer connection at filter site of oxygenator. At first, customer changed the recirculation line however it did not help to solve the leakage. Therefore, the entire disposable set was replaced with new one. No patient was involved. No harm to any person was reported. The failure was detected during priming however a leakage might also be occurred during treatment at the recirculation line connection if it is caused by a micro crack. Therefore, the complaint is reportable. The product was investigated at the maquet cardiopulmonary gmbh laboratory on 2026-04-22. Leakage at the 'quick vent luer lock connector of de-airing valve of oxygenator' confirmed during leak test and a crack was found on the area. Based on this, complaint could be confirmed. Based on the investigation results, the cracks in the luer connection may be attributed to the following causes: - damage occurred due to improper handling - material fatigue caused by excessive torque when tightening peripherals linked to the luer - contact with liquids that influence the stability of the polymer chains of the polycarbonat - use of non-specified luer caps or sample lines. The production history record (DHR) of the affected quadrox-I adult with filter with lot# 3000452482 with serial (B)(6) was reviewed on 2026-04-22. According to the DHR result, the product passed the defined manufacturing and final release specifications. The production history records (dhrs) of the affected bo-hqv 36210#custom pack with lot# 3000478184 was reviewed on 2026-04-22. According to the DHR results, the product bo-hqv 36210#custom pack passed the defined manufacturing and final release specifications. The review of scrap, rework, enhancements and design changes were performed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. The reported failure is also mitigated within instruction for use (IFU) of the product, ¿7.2 priming the system¿: oxygenator leaks and damage. Can lead to infections, blood loss and embolisms in the patient. - before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. - check the oxygenator for leaks on the blood-carrying side while priming. - do not use the oxygenator if there are any leaks. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).